Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j704 connector on the distribution node pca. The root cause for the strained cable was excessive force no adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functional testing.